Manufacturer narrative:
The reported issue that a bd 3ml syringe was not recognized by the alaris system could not be confirmed; no product or device logs were returned for investigation. The customer did supply a picture of a bd 3ml pre-filled syringe that is suspected to be the syringe in question. This type of syringe is not compatible with the alaris system, there is no pre-filled 3ml syringe listed only a bd 5 and 10ml pre-filled syringe is listed as compatible with the alaris system. The customer was supplied tip sheets in regards to the acceptable syringes for use with the alaris system, and has not responded to further requests for product return or additional help with this matter. No device history or qn search was performed since no source device serial number was reported by the customer. No further investigation of this issue is warranted and the file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer requesting guidance for updating gre library to detect a bd 3ml syringe. It was reported that the 3ml bd syringe the clinician was using was not recognized. There was no report of patient involvement. The event occurred in nicu.